Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a unconfirmed false positive result with the binaxnow covid-19 ag self-test. The consumer confirmed that he was vaccinated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
This supplemental is being reported to submit a correction on the previous report, combination product in section g4 is inadvertently marked.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153368 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153368 , test base part number 195-430h / lot 148371. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153368 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.